Event description:
It was reported that there was a thermal event and sparking. A user was shocked but did not require any treatment or medical intervention.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: we opened 2 crossfires, and after setting them up we turned them on and got shocked. Both of them were sparking and instantly started smoking. Per additional information received, no medical intervention or treatment was required for the shock. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event and sparking. A user was shocked but did not require any treatment or medical intervention.